Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise which was sensed by the device. This noise resulted in the delivery of 6 inappropriate shocks. In addition, loss of capture was observed. The physician elected to explant this lead, and implanted a similar guidant defibrillation lead without reported complication. To date, there have been no reported symptoms associated with this clinical observation. This lead had been in service for approximately 1 month.